Event description:
Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the cup was malpositioned causing the instability. Records are available for further review.

Event description:
Litigation alleges that patient experienced pain and tenderness in her hip, which spread to her groin and lower lumbar spine area. The pain also radiated down her leg. Patients problems with her hip grew and she soon experienced persistent instability. She complained often of subluxation events, requiring examination under fluoroscopy. Due to her continued complaints, patients doctor decided she needed her hip revised.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, aa follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.